Event description:
During a da vinci si tongue base resection procedure, the user facility allegedly identified broken tips on the mega needle driver instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. A broken tip was initially reported by the customer; however, for clarification the damaged instrument component was a broken grip cable by the tip area. Based on this clarification, the customer's reported complaint was confirmed. One grip close cable was broken at the distal idlers and was sticking out at the instrument's wrist. The idler pulley spun freely and was not damaged. Other cables at the instrument's wrist were not damaged. Additional observations not initially reported by the customer were noted. There was an indentation in the middle of the distal pulley with scratches on the surface. Engineering was unable to conclude the cause of the damage. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.